Event description:
It was reported that a user experienced intermittent communication failure in which dexcom g7 glucose values displayed in the dexcom app but not on the ilet, with the sensor connecting and then disconnecting from the ilet; the issue was resolved after the user entered the sensor code, restarted the ilet, and allowed time for pairing, after which the cgm connected to both the ilet and the app. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation of this case revealed a transient sensor communication disruption consistent with a known brief sensor issue, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was a temporary loss of sensor signal.